Event description:
Device diagnostic testing (specifics unk) at office visit resulted in high lead impedance reading (dc-dc code 7), indicating possible device malfunction. The pt subsequently underwent ncp system replacement surgery, during which both the lead and generator were replaced. Lead break is suspected to be the cause of the reported high lead impedance test result. The explanted products will not be returned to MFR for analysis. No serious injury was reported.

Manufacturer narrative:
Device tracking info for the suspect med device was not submitted to MFR at the time of initial implant, and attempts to obtain it have been unsuccessful to date.